Event description:
A malfunction alarm was reported due to an error code labeled as "malf 0," but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was informed that they could continue using the pump and was instructed to call back if the malfunction code appeared again.